Manufacturer narrative:
(B)(4). The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown device evaluation: result - a review of the device history record cannot be completed as the lot number was not provided for this incident. Bd received one used 22 bd iag bc catheter unit without packaging. The unit consisted of the needle/hub assembly partially retracted into the safety shield (barrel) and protective needle cover. A visual/microscopic examination was performed. The activation button was completely depressed. The needle/hub assembly was partially retracted into the safety shield (barrel) with the protective needle cover in place. There were traces of dried media. The grip was observed to be damaged, which hindered the needle from fully retracting. The damage was in the area to the side of the bottom of the grip where it connects to the barrel. Photos were provided by the customer: per observation of the photos it was noted that the damage to the unit was similar to that found in the returned unit. The needle was then pushed to the out position. No other anomalies or mechanical/physical damage was observed to the needle, spring or needle/hub that would contribute to the failure other than the damaged grip. The activation button was depressed in an attempt to perform retraction. The retraction failed, as it was restricted by the damage on the grip. Conclusion - confirmation of needle retraction failure was conclusive with the returned used unit and photos provided by the customer. Bd confirmed that the unit did not fully retract as the unit displayed damage to the grip component which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. The plug probe and the load barrel stations in one manufacturing zone have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. Bd manufacturing was notified of this incident and the findings.

Event description:
It was reported that the needle of the suspect device failed to retract following patient use. No injury was reported.